Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5304 and lot# 24099277 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #:mz5304. Batch#:24099277. It was reported by customer that the blue needless connector is coming off/ popping off the j loop. It is causing the blood to flow out of the IV and also causing an increased risk of bacteria entering the blood stream. Verbatim: rcc received a complaint via email. The blue needless connector is coming off/ popping off the j loop. It causing the blood to flow out of the IV and also causing an increased risk of bacteria entering the blood stream. Product number - mz5304. Lot#24099277.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: mz5304; batch#: 24099277. It was reported by customer that the blue needless connector is coming off/ popping off the j loop. It is causing the blood to flow out of the IV and also causing an increased risk of bacteria entering the blood stream. Verbatim: rcc received a complaint via email. The blue needless connector is coming off/ popping off the j loop. It is causing the blood to flow out of the IV and also causing an increased risk of bacteria entering the blood stream. Product number - mz5304. Lot#24099277.